Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed due to component. A field service engineer verified that the drawer was functioning properly upon arrival. The specialist reconnected all cables after the customer reported that certain pockets were not operational, and subsequently rebooted the station during the repair process. The engineer also cleaned the electronics drawer and the area surrounding the back of the communication sled and power supply. Additionally, medications were inspected, debris was removed from the bottom edge of the back panel, and checks were conducted for any loose drawers, followed by reseating the drawer cable. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.